Manufacturer narrative:
(B)(4). Covidien field service engineer (fse) inspected the device and the alleged malfunction could not be duplicated. The pressure solenoid valve (psol) was replaced as a precautionary basis only. The ventilator passed all the required test.

Event description:
It was reported that the ventilator stopped cycling while in use on a patient. The patient was transferred to an alternate ventilator with no harm.